Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient stated they "don't think it's working" because when patient is trying to connect with their ins they were getting a request for a code. Patient stated they put the communicator sn in but "nothing is working". Walked patient through connecting with ins on call. Patient stated earlier they were getting communicator not found. Pt confirmed communicator not plugged into charger when this occurred. Patient stated on call that they were getting device not responding. Patient stated they have tried putting communicator on ins and without it on ins. Reviewed best practices for placement of communicator on ins. Patient successfully connected with ins on the call and confirmed therapy is on at 2.2v. The troubleshooting steps that were taken on the call resolved the issue. Patient stated that when their handset battery is dead they feel a "shocking sensation in my legs and stuff". Patient reported last night they felt a sharp pain that was really bad. Patient confirmed they are referring to when the handset is dead patient feels a shocking sensation in their legs. Pt clarified last night they felt a sharp pain in the area where their ins is located. Patient stated they feel a pain at the ins location when their handset battery goes dead. Technical services reviewed external equipment and therapy overview. Patient denied any recent trauma or falls. Technical services reviewed role of patient services and redirected patient to hcp to check implant. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.